Manufacturer narrative:
The associated femoral, tibia base and insert were returned for evaluation. The associated patella was not received. These devices were evaluated by our research department with the following observations: the femoral component had cemented well bonded on the internal surfaces of the component indicating good fixation. The femoral component has stains on the articulating surface that appear to be blood. There appeared to be no scratches on the surface. The grit blasted surface of the tibial tray had cemented well bonded indicating good fixation. The polished surface of the tray also has blood stains on the polished surface. There were scratches on the surface that appeared to have been caused by an instrument during insert removal. The polyethylene insert has burnishing and deformation on the articulating surface of the insert due to femoral articulation. The distal surface of the insert has markings on the anterior insertion slot that were likely caused by an instrument during removal and has the appearance of a well-locked insert in the tibial tray. The polyethylene insert has post deformation on the posterior side due to femoral cam contact during articulation. No material or manufacturing deviations were noted. A review of manufacturing records did not reveal any manufacturing deviations that could have contributed to this event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision was performed.